Manufacturer narrative:
This supplemental MDR is being submitted to update the investigation findings and investigation conclusion codes. The pump was tested on (B)(6) 2026. To correct the 30 psi failure the 30 psi calibration value was adjusted from 282 to 285. After this correction, the pump passed testing. Probable cause is the device being out of calibration. Refer to (B)(4).

Event description:
Pump sn (B)(6) was returned to on (B)(6) 2026. During evaluation on (B)(6) 2026, the device failed the 30 psi occlusion test, measuring 20.3 psi. The acceptance specification for the 30 psi occlusion test is 22¿38 psi. The condition was identified during testing. There was no patient involvement and no adverse event.

Event description:
Pump sn (B)(6) was returned to on january 28, 2026. During evaluation on february 18, 2026, the device failed the 30 psi occlusion test, measuring 20.3 psi. The acceptance specification for the 30 psi occlusion test is 22¿38 psi. The condition was identified during testing. There was no patient involvement and no adverse event .

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported condition were identified. During manufacturer testing, the device did not meet the 30 psi occlusion test acceptance specification, measuring 20.3 psi (specification: 22¿38 psi). The device remains under evaluation and is still undergoing testing. A root cause has not yet been determined and no repair has been performed to date. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Refer to (B)(4) for additional details related to this event and the manufacturer¿s ongoing investigation.